Event description:
Reportedly, during incoming inspection, the packaging of the subject pacemaker was found damaged.

Event description:
Reportedly, during incoming inspection, the packaging of the subject pacemaker was found damaged.

Manufacturer narrative:
Please refer to the attached analysis report.